Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient¿s spinal cord stimulator was not working on their right side. The patient noted ¿they¿ had trouble during surgery getting it to work on their right side. The patient is scheduled to meet with their manufacturer representative in a month.